Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. Even though the lot number was not known, qa reviewed 3 months back, from the occurrence date, lots shipped to this account. There was no nonconformance which could have attributed to this failure mode.

Event description:
The maquet sales representative received and e-mail from the hospital which reported a leg infection from the vein harvesting site where the incision fell apart. He called and visited this account in order to gather more detailed information. The lot number could not be obtained. The patient did not require significant intervention and did not need to come back to the operating room. Hospital records show adequate scope sterilization. The attending surgeon stated that the evh device had nothing to do with the infection in his opinion. The problem was attributed to pre-existing conditions; pneumonia, diabetes, poor hygiene, and obesity, maquet will file this MDR as a serious injury with no product malfunction identified.